Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular port connectors were broken on the external pulse generator (epg). The device has been returned. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly that holds in the atrial and ventricular leads on the external pulse generator (epg) were broken. It was additionally noted that the hanger assembly and lower case were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests and the firmware was updated. If information is provided in the future, a supplemental report will be issued.